Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2009-(B)(4), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-b earing. Analysis also found a miscellaneous alarm anomaly of undetermined cause. Analysis of the two segments of the spinal section of the model 8709 catheter found the catheter body had dark residue occlusion in the dispensing holes.

Event description:
It was reported that the patient had pain in the neck and shoulders. The patient fell a few months ago, and thought this was when most of the issues started. A dye study was done approximately 2 weeks ago, and they were unable to aspirate the catheter. The logs were also checked. They started to do a 2- step wean in preparation for surgery. The patient noticed an increase in pain with the weaning. During the revision, there was no flow from the catheter. The catheter was removed and a new catheter was placed. A new pump was placed due to nearing elective replacement indicator (eri). The physician tested the catheter after the procedure, and attempted to push sterile water through the catheter after it was explanted and he was unable to; the catheter was 100% occluded at the catheter tip. There were no volume discrepancies. The patient was seen at the hospital the next day and the pump was increased to hydromorphone 0.6 mg/day as the primary drug. The patient had been titrated up, and would continue to be until she was at a therapeutic dose to control her pain. The pump system was being used to infuse hydromorphone, bupivacaine and fentanyl at the time of the event.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed. The motor gear train anomalies still apply.

Manufacturer narrative:
The alarm function test result on this device was changed from fail to pass. There was no alarm complaint and the db level passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.